Event description:
It was reported that the patient was not able to adjust stimulation. Reports display showing "call your doctor" icon. A por (power on reset) condition reported. She started to see a warning por the reported event date. A loss of therapeutic effect was reported. The patient had several accidents on reported event date which prompted her to check her ins (stimulator) and see the por screen. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) and surgery was on (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v041105, implanted: (B)(6) 2007, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID: 3889-28, lot# v020252, implanted: (B)(6) 2007, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. (B)(4).